Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door was failed, requires maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer (fse) confirmed that door 3 was overstuffed with liquid bags, which caused the door to bow and push against the latch. The bags were adjusted, and the latch was replaced due to the strain on it. The station was tested in the hardware testing application, and after rebooting, the inventory door worked properly. The system functioned as intended after the field service engineer repaired the device.